Manufacturer narrative:
The rubella igg reagent lot number was 893069 with an expiration date of 31-jul-2026.

Event description:
There was an allegation of a discrepant negative result for 1 patient sample tested for elecsys rubella igg immunoassay (rubella igg) on a cobas e 411 analyzer (rack system). The initial result was 0.212 iu/ml (negative). The doctor questioned this result. The sample was repeated with a result of 119.7 iu/ml (positive). This result was believed to be correct.